Event description:
It was reported that during a ptca treatment procedure the maverick2 monorail balloon ruptured at 12 atms on the initial inflation. The lesion being treated was a calcified, 75% stenotic lesion in a tortuous 1st diagonal branch of the lad coronary artery. The patient was asymptomatic during this event. The procedure was successfully completed. Patient status is reported as 'good'; no injuries or complications were reported.